Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the customer's pump clock was accurate a couple of months ago and is now off by 6 minutes. There was no reported impact to the customer's blood glucose level.